Event description:
Customer reports of not seeing any drops when priming, but continued to connect to insulin pump. Customer states that she will call back when issue was occurring and blood glucose was normal at the time. Customer's blood glucose was 109 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.